Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown. Customer experienced a blood glucose (bg) level of 508 mg/dl and large ketones. Manual injections were administered to address bg/ketones. Additionally, it was reported that an unspecified cartridge alarm occurred. Multiple attempts were made by tandem technical support to obtain additional information; however, no response was received.